Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of failure code 808:08. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been serviced by baxter prior to this event. A device history review was performed finding no exceptions, nonconformance, or rework that occurred during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump which experienced failure code 808:08. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.